Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned catheter blockage , accidental removal and bladder cancer when asked of complications while using the bard 3-way delinotte hydrogel coated prostatic catheter (1861h(18-24)). It was unknown what medical intervention was provided for bladder cancer. Per additional information received on 20apr2022, when the survey respondent was asked if the instructions for use (IFU) of bard 3-way delinotte hydrogel coated prostatic catheter (1861h(18-24)) provides sufficient information about the product(s) and its or their medical application(s), the respondent said no because it was unclear.

Event description:
It was reported that the survey respondent mentioned catheter blockage , accidental removal and bladder cancer when asked of complications while using the bard 3-way delinotte hydrogel coated prostatic catheter (1861h(18-24)). It was unknown what medical intervention was provided for bladder cancer. Per additional information received on 20apr2022, when the survey respondent was asked if the instructions for use (IFU) of bard 3-way delinotte hydrogel coated prostatic catheter (1861h(18-24)) provides sufficient information about the product(s) and its or their medical application(s), the respondent said no because it was unclear.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.